Event description:
Customer reportedly received result of 325 mg/dl on the aviva system and 160 mg/dl on professional meter within 10 minutes. No actions were taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent.